Event description:
The customer reported, during treatment, when changing the pbp flow rate the rn entered rated (190ml/hr) pressed the enter button but this was not the same rate showing on the status screen, the status screen showed 180ml/hr. After several attempts to re-enter the pbp flow rate. No blood loss reported. Reported machine runtime > 1000(h).

Manufacturer narrative:
No patient injury or medical intervention was reported. A gambro technical services (gts) representative was contacted. The rate on the 'flow rate' screen and the 'status' screen were now correlating. The downloaded machine data files have been requested. Further investigation is ongoing. A follow-up or final report will be submitted once the investigation has been completed and corrective action has been identified.